Event description:
It was reported that within one month of implant, the device could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis confirmed the reported non-functional telemetry failure. The device was found to enter a power-on reset (por) state that would eventually drain the battery voltage and would not allow the device to communicate. The por state was caused when specific addresses in an external sram integrated circuit (ic) were accessed.